Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. Sensor kit expiration date is 04/30/2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. The presence of event code 57,1 in the freestyle libre 2 event log indicates that the encryption index doesn¿t match. This complaint is associated with adc fa1027-2023 in which an ¿incompatible sensor¿ error message will appear on the freestyle libre 2 reader due to difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader. This complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a "incompatible sensor" message displaying and customer was unable to test. Due to delivery delay, customer experienced a loss of consciousness, "heart attack", and was unable to self-treat, requiring a non-healthcare professional to transport them to the hospital. At the hospital, a healthcare professional (hcp) provided unspecified third-party treatment. No further information available as customer refused to provided further details. It should be noted that patients with diabetes are more likely to experience certain risk factors, including hypertension, which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported myocardial infarction. Issues involving ¿incompatible sensor¿ error message with event log 57.1, caused by a difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader, is associated with report of corrections and removal number 2954323-07/12/23-002-c, submitted to the FDA on 12 jul 2023. Adc field action fa1027-2023 was issued to the us commencing on 12 jul 2023. There was no report of death or permanent injury associated with this event.